Event description:
Complainant alleged that during pt (age and gender unknown) set-up, the medics observed that device display was damaged. Complainant indicated there was no adverse effect on the pt as a result of the reported malfunction.